Event description:
The customer's mother reported via phone call indicating that patient had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer was treated with injections. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received to perform high pressure test to finish the troubleshooting. The customer is uncomfortable with the insulin pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.